Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-13385. It was reported diagnostics indicated high impedance readings for both dbs leads and the left sided dbs lead was not optimally placed. Surgery was undertaken and both leads were explanted and replaced.